Event description:
It was reported that during an anterior cruciate joint surgery 2 devices of ar-2372blo from the same lot 15184691 broke. All fragments were retrieved from the patient. The pec button didn't fit on the implant holder at all. It was impossible to pass the 4 cortices and impossible to use the implants. The surgeon was reported to know the implant and the op technique. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number from a different lot. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.